Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the device alarmed system error 322 (link switch error (low)). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the lower link switch which was functioning intermittently. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.